Manufacturer narrative:
Insulin pump passed all operating current test however compromised force sensor system alarm during the prime test at 4 pounds and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside the device and passed. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer's husband reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 65 mg/dl. Insulin was squirting out during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.